Event description:
The patient called lifescan and alleged the one touch ultra meter was reading inaccurately high. The readings on the one touch ultra meter were 432 mg/dl and 467 mg/dl. On an unknown meter within 10 minutes the reading was 123 mg/dl. No medical treatment was sought or received. No aciton taken by the patient following use of the meter. The customer care representative performed troubleshooting and twice the control solution test was not within range. The readings were high, however there were no symptoms and no treatment. There is indication the product malfuctioned. The meter and test strips were replaced and return expected.